Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was difficult to remove the broken devices, there was a surgical delay of thirty minutes, no other medical intervention was required, no x-rays were taken.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown variable angle calcaneal plate. Part and lot numbers are not available for reporting. Other number¿UDI: part number unknown, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a part number the 510(k) cannot be identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record (DHR) review could not be completed. Synthes manufacturing location and date of manufacture are unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2017 due to malunion and a broken plate and approximately four broken locking screws. The date of implant to treat a right calcaneus fracture was performed on an unknown date. Subsequently the patient experienced pain, and a malunion and broken hardware was identified. Removed hardware included the broken variable angle (va) calcaneal plate and most of the 2.7mm va locking screws. Three of the locking screw shafts remained embedded in the patient¿s bone. The patient was revised to a subtalar fusion. The procedure was successfully completed with the patient in stable condition. This report is for one unknown variable angle calcaneal plate. This report is 1 of 2 for (B)(4).